Event description:
On (B)(6) 2009, the pt reported that the display of his infusion device is damaged. He stated that half of the display is blank and the other half is black. The infusion device had not been dropped or exposed to water. He was advised to switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.